Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the spike tip protector was missing. The reported condition was confirmed. The root cause of this condition was attributed to a sensor on the automated assembly machine that checks the presence of a tip protector being in the wrong position. A corrective maintenance was executed and the positioning of the sensor was corrected. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During internal product testing by baxter, a clearlink duo-vent continu-flo solution set was found in which the spike protector was missing. The condition was identified while the set was still in its packaging before product testing. There was no patient involvement associated with this event. No additional information is available.